Manufacturer narrative:
Age of device: 4 years, 2 months, 15 days : correction.

Event description:
Additional information: the patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that bleeding was due to extensive intrapericardial adhesions which was in case due to long-term bypass. Patient was coagulopathic. It was reported that bleeding was not device related. Device was exchanged due to malposition of the inflow cannula and will not be returned for analysis.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported inflow cannula malpositioning could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device could not be conclusively determined. The heartmate ii lvas instructions for use (IFU) explains how to insert and orient the sealed inflow conduit, and it states that the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the interventricular septum. The hmii lvas IFU also lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 4 days . The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had bleeding from unknown origin. When the pump was off or turned down clamping was put off the outflow graft. Extended alarm silence was activated below 4000 rpm on the pump as well as refrained from depressing any buttons on controller to prevent unintended activation of the pump. Additional information was requested but not yet provided.

Event description:
Additional information: inflow cannula malpostion was the reason behind the pump exchange.